Event description:
It was reported that when using the bd pyxis¿ es server, station had completed the monthly server patching, but the es service did not come back online. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn(B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 20-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the monthly server patching, but the es service did not come back online afterward. A technical support specialist (tss) confirmed all services were running on the application server. Checked healthsight viewer (hsv) critical override notices, which decreased from 47 to 2, allowing buffer time for system updates. Dialed into station to verify status, station was no longer in critical override. Issue resolved. The system functioned as intended after the technical support specialist troubleshot the device.